Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt reported having peritonitis. A f/u call was made to the pt's nurse. The nurse confirmed the pt's peritonitis as being diagnosed in (B)(6) 2015. She stated it was due to touch contamination, bacterial specific growth unk. She confirmed there was no hospitalization. She stated pt was treated with vancomycin.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.